Event description:
Correction: the lead was explanted and replaced.

Event description:
It was reported that during the implant procedure, the ventricular lead dislodged. On (B)(6) 2015, the lead was successfully repositioned. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).